Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was used to treat lesions in the left main coronary artery and left anterior descending artery without issue. After re-wiring and wire exchange, the oad was then used to treat lesions in the right coronary artery (rca). Two treatments were performed on low speed in the proximal to mid rca, and two treatments were performed on low speed in the mid to distal rca. The oad was then removed, and an angioplasty balloon was placed in the rca. Imaging indicated a perforation at that time. A covered stent was placed in the mid to distal portion of the rca to resolve the perforation. The patient remained conscious during the event and was still conscious when csi staff exited the cath lab. The physician stated the oad had operated as intended without issue during the procedure. The patient was sent to the operating room (or) later that evening for an unknown reason and expired. Additional information has been requested regarding the cause for transfer to the or and the cause of the patient's death. The facility has declined to provide any additional information.